Event description:
Discordant calcium (ca) and potassium (k) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them. The sample was repeated on an alternate system. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant ca and k results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse performed system maintenance. The cse also verified aliquotter performance and checked sample integrity. The cse determined that the instrument reagent delivery and sample mixing was acceptable. The cause of the discordant ca and k results is unknown. The customer successfully ran quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.